Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issue was isolated to abnormal functionality of the single board computer. Ac power was applied to the ep-4 stimulator which failed to successfully execute the power on self-test or establish communication with the touchscreen computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, the stimulator was not able to communicate with the touchscreen. The procedure was cancelled. There were no patient consequences.